Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during an interventional procedure in the heavily calcified left anterior descending (lad) artery the balloon inflated, but failed to hold pressure. An unspecified balloon was used to dilate the lesion. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.